Event description:
Related manufacturer reference number: 2017865-2022-07559. It was reported that the patient presented remotely via merlin.net. It was noted that the right ventricular lead exhibited noise and the right atrial lead was oversensing noise with inappropriate mode switch. No intervention was performed.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of noise was confirmed. As received, only the connector portion of the lead was returned for analysis. Further examination of the lead found a full breach of the inner insulation at the suture sleeve tie impression. The cause of the reported event was due to suture sleeve tie down forces. Electrical testing did not find any indication of conductor fractures but did find an internal shorts. Visual and x-ray inspection of the lead did not find any anomalies with the exception of procedural damage.

Event description:
New information received notes that the right ventricular lead and the right atrial lead were explanted and were not replaced. The patient was stable.